Event description:
The report received indicated that during a carotid artery stenting procedure, the 6mm angioguard xp emboli capture guidewire system was delivered and the lesion was successfully stented. However, when the angioguard was being pulled out of the patient's body, the filter basket came out of the capture sheath. The filter was inserted in the capture sheath, the physician tried to pull the angioguard; however, the filter basket came out again. The physician removed the filter basket covering with the capture sheath; however, upon withdrawal, the filter basket was found deformed, the filter basket appeared flattened; there was no break identified with the proximal and distal markers. The procedure was completed without injury or adverse consequences to the patient.

Manufacturer narrative:
Further information indicated that there was no difficulty advancing the capture sheath; the capture sheath had been advanced until the marker band lined up with the proximal filter basket marker band. However, the filter basket did not appear to collapse into the capture sheath; according to the physician, the four strut markers seemed unusual under radiographic image. There was no excessive force used at any time during the procedure and there were no other difficulties encountered during the procedure, which may have contributed to the event. The target lesion was in the left internal carotid artery; the lesion presented heavy calcification and mild tortuosity with 90% stenosis. The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.